Event description:
Stent deployment of the right iliac was being performed. The following morning, while viewing the images for labeling purposes, it appeared that there was a wire tip that had fractured or sheared off and was trapped beneath the deployed stent.